Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
On (B)(6) 2013, the patient reported that her blood glucose level was 433 mg/dl and had been elevated for the past four days even after changing all the accessories on the infusion device. Her target range is 90-150 mg/dl. She stated that bolusing with the infusion device did not reduce her blood glucose level. She switched to her backup infusion device and her blood glucose levels returned to normal. She thinks her infusion device was delivering too low an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, adapter, and insulin cartridge were replaced and were requested to be returned for product evaluation.